Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today we had an l3-s1 posterior tlif using expedium 5.5. We set up the instruments but noticed one of the x25 torque driver final tightener shafts (2797-12-600 lot#gm4150606) looked a little too malformed to use, so we set it aside and used the backup in the set. While final tightening the screws, the backup x25 torque driver final tightener shaft (2797-12-600 lot#gm4233204) began to strip and kept skiving out of the set screws. We tried to tighten 2 set screws but had no luck with either so we opened up a new pan to get a different shaft to finish the job. Our third option completed the procedure without issue with no patient harm.

Manufacturer narrative:
(B)(4). Visual examination of the reported device revealed that approximately 0.5mm of the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the x25 tightener distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.